Event description:
It was reported that at activation the patient obtained no benefit from the device. The audio processor was functional. A CT scan was performed, which did not clearly show if the fmt was still placed in the round window niche. A revision surgery took place on (B)(6) 2013, where it was observed that the fmt was not properly placed on the round window niche. During this surgery the conductor link was inadvertently severed, therefore, the patient was re-implanted with another vorp during the same surgery. The fmt of the new vorp was placed on the oval window.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.